Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, left pump connected to working outlet for at least 30 minutes, and pump began charging again using original charging supplies, so no further assistance was required.